Manufacturer narrative:
Follow-up # 1 date of submission 03/22/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the vibration motor was found to unresponsive. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the down arrow is not working properly and required multiple presses to elicit a response. The patient reportedly wore the pump attached to a belt and cleans the pump with a dry q-tip. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.